Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain located at the ipg site. Reportedly, the patient lost weight. As a result, the ipg became apparent. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, the ipg site was moved higher above the original site.

Event description:
It was reported during follow up that the pain at the ipg site has resolved.